Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Appearance, angle of cannula were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen needle 31gx5mm experienced a cannula that broke off. The following information was provided by the initial reporter: the client reported that the needle purchased from the community hospital was broken on the injection pen when the needle was used for the first time.